Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the pulmonary vein, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath cannot be circulated. During the procedure in the right superior pulmonary vein (rspv), the air was trapped in the sheath flush line, which revealed that reflux was not possible. Up until that point, there were no problems with reflux or flushing. However, the physician said that it felt like air was being drawn in from the third bundle more than usual, so the sheath was replaced. There were no particular leaks in the line on the infusion pump side. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the hemostatic valve. Leak testing was not performed as leakage was observed from the three-way stopcock while preparing the sheath. Inspection of the faradrive sheath found a crack on the stopcock where it connects to the flush lumen.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the pulmonary vein, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath cannot be circulated. During the procedure in the right superior pulmonary vein (rspv), the air was trapped in the sheath flush line, which revealed that reflux was not possible. Up until that point, there were no problems with reflux or flushing. However, the physician said that it felt like air was being drawn in from the third bundle more than usual, so the sheath was replaced. There were no particular leaks in the line on the infusion pump side. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.